Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.50 x 28mm synergy ii drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the distal strut was damaged. The procedure was completed with a non-bsc device and no patient complications were reported.